Event description:
It was reported that right knee was swelling and it was resolved with aspiration.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please review attached for investigation results. -(B)(4).